Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28, lot# j0120777v, implanted: (B)(6) 2001, product type: lead.

Event description:
The consumer reported that she blew the leads because she is so tall. The patient stated she would try turning stimulation up but it would not give enough due to where the implant was placed. The patient had the implant replaced to resolve the issue. The indication for use was occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.